Event description:
A hospital in (B)(6) reported to a distributor that an rt106 adult inspiratory-heated breathing circuit failed the ventilator leak test and they noticed a pinhole in the dryline tube. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the dryline of the complaint rt106 adult inspiratory-heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for visual inspection. Results: visual inspection revealed a hole about 10 cm from the connector in the returned dryline tube. A lot check revealed no other complaints of this nature for lot number 120203. Conclusion: it was identified that damage to the rt106 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt106 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).